Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as bleeding open wounds as the patient has not cleaned nor removed the lifevest in over 2 months. There was no alleged device malfunction contributing to the irritation. The patient¿s nurses are cleaning the wounds. Follow up indicated that the skin irritation improved.